Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm and drive count/time values or changes incorrect for moving or coasting too slow or too fast alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now within 8 hours of low battery alarm. Customer stated insulin pump had diminished battery life. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022, the customer alleged for short battery life, low battery alarm, insulin pump error, replace battery alert, and replace battery now. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Pump failed the sleep current measurement and active current measurement. Swapping out test boards confirms failed sleep and active current measurement due to a problem isolated to the electronic stack. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range, however, the power management graph indicated an esd latch-up on an ic chip. In further full review in the pump history found multiple: low battery alarms (104) from (B)(6) 2022 10:47:00.000 to (B)(6) 2022 07:40:01.000. Replace battery alert (73) from (B)(6) 2022 14:04:00.000 to (B)(6) 2022 10:26:00.000. Replace battery now alarm (11) from (B)(6) 2022 14:35:00.000 to (B)(6) 2022 11:07:00.000. No unexpected battery alarms or alerts during testing. No insulin pump error alarms during testing. Insulin pump error was present in the history download on event date of (B)(6) 2022 16:51:00.000. The motor was tested outside of the device on the ngp stb3 and passed. Pump was cut open to perform visual inspection and found moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, and minor stained label damage. In summary, pump passed required testing. Customer alleged for low battery alarm, replace battery alert, and replace battery now was confirmed due to an esd latch-up on an ic. Problem isolated to the electronic stack. Short battery life and unexpected battery power was confirmed due to high sleep and active current measurement. Pump error was confirmed due moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.